Event description:
(B)(6). Initial notes: cust called and states he thinks his pump may be leaking. For over the past month the screen just feels slick and greasy. Customer noticed this around (B)(6) time and noticed it when he was bolusing. And then noticed it again today when putting in a bolus and noticed it again it is greasy on the screen and has a smell. Not bad but a smell and greasy. Cust states his reservoir is very dry and the tubing is dry also.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 3004209178-2015-91220.